Manufacturer narrative:
Upon review, the right atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information noted that the sudden atrial capture threshold increase for unknown cause was due to normal patient disease progression and is not related to the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up on (B)(6) 2018. The patient had experienced syncope with an unknown cause. Upon interrogation of the device, high atrial threshold was noted on the right atrial lead. The threshold increased from 0.75v at 0.9ms to 3.0v at 1.5ms. The device was reprogrammed. On (B)(6) 2018, during device interrogation, the threshold went from 4 v at 1.5ms to 3.25v at 1.5ms. A chest x-ray was performed and showed the lead was in good position. On (B)(6) 2018, the device was reprogrammed. The patient was stable at follow-up on (B)(6) 2018.